Event description:
Healthcare professional reported " right side ¿rupture" the device has been explanted.

Manufacturer narrative:
Facility name: (B)(6). Phone number: (B)(6). Fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported " right side ¿rupture" the device has been explanted.